Event description:
The patient with this device expired on (B)(6) 2013 while being seen in the emergency room. The device showed initial vf detected followed by a pause and then redetected and the vf continued again and a 35 j shock was delivered but did not rescue the patient. The representative states no undersensing was present and the device functioned normally. It is unknown at this point if the device will be explanted or not.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.